Manufacturer narrative:
(B)(4). Approximate age of device ¿ 37 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency room with right neck discomfort radiating to head, shoulder and face. The patient also reported intermittent visual difficulties in the left visual field and increasing drainage from right nares. A head CT showed an acute right parietal intracerebral hemorrhage. The patient¿s international normalized ratio was 3.7, the activated partial thromboplastin time (aptt) was 116.6 seconds and the partial thromboplastin time was 36.6 seconds. On (B)(6) 2015, the lvad was shut off per the patient's wishes, and the patient expired on (B)(6) 2015.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.